Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated, the reported issue was not observed. The device operated as intended. The log review did not note an occurrence of the reported issue. Preventative maintenance was performed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: levophed 4mg/250ml at 30mcg/min was supposed to be given to a patient. The nurse said the pump was started but nothing was infusing (no drips in the drip chamber and nothing at the end of the tubing). As a solution, they said that they opened the air vent and were able to see drips going on.